Event description:
It was reported that the patient had their system controller exchanged.

Manufacturer narrative:
Section a3: patient gender was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.